Event description:
Information was received indicating that there was under infusion on a 500cc 24-hour ifos/mesna treatment while using a smiths medical cadd administration set. The facility stated that there was over 150cc's left in the bag. There were no reported adverse events.